Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose for a week. Troubleshooting was performed. The customer stated that the blood glucose meter reads high and her blood glucose was over 600mg/dl. The caller stated that she had an urgent care visit while running high. The customer stated that they increased the basal rates at the urgent care, and she knows something is wrong with the device. The caller did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.